Event description:
Reporter indicated that the patient could no longer feel stimulation and that their seizures have increased. Further follow up revealed that the patient's device was intially programmed to on at 0.75ma output current 11/2001 and the patient was doing extremely well. The patient later reported that could no longer feel stimulation. In 2002, the physician increased the output current to 1.00 and then to 1.25ma, but the patient still couldn't feel stimulation. A lead test run on the device while programmed to 1.25ma output current resulted in ok lead impedance reading, indicating proper device function. At next office visit on 02/02, the patient continued to report that they could not feel stimulation. Device output current was increased to 3.5ma at this office and the patient still did not feel stimulation. No lead test was performed at this visit. Lead malfunciton is suspected. Attempts to obtain additional information have been unsuccessful to date.